Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/07/2011 and 04/20/2011 by phone, fax, and mail. A completed questionnaire was received on 04/25/2011. (B)(4).

Event description:
An optometrist reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported he did not feel the iol caused or contributed to the event. The event continues and the surgeon reported the patient may need enhancement surgery. Limbal relaxing incisions were performed at the time of the iol implant surgery.